Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer tried restart insulin pump by removing battery several times, but without result. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Insulin pump had an unresponsive act button due to moisture damage on keypad trace. No button error alarm noted. Insulin pump was unable to perform displacement test due to unresponsive button. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratches on lcd window.